Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2001 ohms in the right ventricular (rv) channel. The patient contacted technical services (ts) since the device recorded an alert. This pacemaker remains in service. No adverse patient effects were reported.